Event description:
A consumer's spouse reported that after his wife had an intraocular lens (iol) implanted in the left eye, she has experienced a silver dollar sized patch of transparent purple in the center of her vision and the area has gradually increased to what seems to be two and a half inches in size. The purplish increased to what seems to be two and a half inches in size. The purplish hue does not cover the entire vision, only the center. According to the consumer's spouse, the pt was examined one week after the surgery and the surgeon stated he was very pleased, the lens and the retina looked great. The surgeon could not provided an explantation for the purplish are in the vision. He also reported that is it difficult to determine if this effecting his wife's daily living because she is very myopic and has not had the fellow eye implanted yet. The consumer stated that "this colored area has changed the way I see the world". Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported could not be determined. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was not received. (B)(4).